Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. Technical services discussed troubleshooting options. The health care professional would follow up with the patient. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. Technical services discussed troubleshooting options. The health care professional would follow up with the patient. The lead remains in service. No adverse patient effects were reported. Additional information was received that fluctuating pace impedance measurements of greater than 3,000 down to less than 200 ohms, were observed. The presenting electrogram showed loss of capture and flatline right ventricular rate sense. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. Technical services discussed troubleshooting options. The health care professional would follow up with the patient. The lead remains in service. No adverse patient effects were reported. Additional information was received that fluctuating pace impedance measurements of greater than 3,000 down to less than 200 ohms, were observed. The presenting electrogram showed loss of capture and flatline right ventricular rate sense. The rv lead remains in service. No adverse patient effects were reported. Additional information was received that the right ventricular (rv) lead was fractured. This was observed via x ray. The cause was determined to be due to twiddlers syndrome. The rv lead was surgically abandoned and replaced. The new rv lead and the device remain in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. Technical services discussed troubleshooting options. The health care professional would follow up with the patient. The lead remains in service. No adverse patient effects were reported. Additional information was received that fluctuating pace impedance measurements of greater than 3,000 down to less than 200 ohms, were observed. The presenting electrogram showed loss of capture and flatline right ventricular rate sense. The rv lead remains in service. No adverse patient effects were reported. Additional information was received that the right ventricular (rv) lead was fractured. This was observed via x ray. The cause was determined to be due to twiddlers syndrome. The rv lead was surgically abandoned and replaced. The new rv lead and the device remain in service. No adverse patient effects were reported. Additional information was received that this rv lead had also exhibited lack of sensing and an insulation break.

Manufacturer narrative:
If additional information is received a supplemental report will be submitted.